Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation flow: damage visual inspection: the lockscr ø5 l38 f/nails tan light green (product code: 04.005.528, lot number: 88p7082) was received at us cq. Upon inspection the device was noted to have broken in the middle of the threaded portion of the screw. There were other minor scratches and marks on the device. They were likely caused by the explant procedure and did not contribute to the complaint condition. No other device defects were noted. Received images were also reviewed, but the complaint device was not pictured in them. Device failure/defect was identified. Complaint was confirmed. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Conclusion: the complaint condition is confirmed for the received device as the screw is broken. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 04.005.528. Lot # 88p7082. Manufacturing site:(B)(4). Release to warehouse date: (B)(6) 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the pfna nail broke in the patient. The patient required revision surgery on an unknown date. It is unknown when the implant was originally placed. There is no further information available. Concomitant devices reported: unknown pfna blade (part# unknown, lot# unknown, quantity 1), unknown nail distal locking screws (part# unknown, lot# unknown, quantity unknown), unknown pfna end cap (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 38mm for im nails. This is report 1 of 1 for (B)(4).